Event description:
It was reported that during unk procedure, only five staples released. Incomplete staple line. Another like device was used. No pt consequence reported. One device returning.

Manufacturer narrative:
Insufficient cartridge weld. Evaluation summary: the analysis results showed that the ems device was received with the nose open due to insufficient weld; in addition the precock mechanism was noted to be damaged. The device was disassembled to verify the condition of the internal components and the ratchet ribs were found damaged. No functional test was performed. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the mfg process.